Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was returned in original packaging with the batch number of the complaint on the label. The anchor has been deployed and is missing threads. The sutures are still attached to the anchor, but the ends are running through the device cannula and are tied at the cleat. The insertion device has no visible defect. Bio debris is present on all pieces. A functional evaluation was performed on the returned device and found that the sutures can be removed from the device cannula. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failures include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair, an healicoil pulled out directly, and per the image provided broke. The patient´s bone was osteoporotic. Surgery resumed after a non-significant delay of less than 30 mintues with a back-up device. No further complications were reported.